Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument main tube was coming off. The device was not used on the patient and the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was appeared to have a scratch or peel through the protective coating going vertically down from the instrument tip. The tip cover was not put on as the scratch was noticed prior to use. The area that could have potentially harmed the patient was a vertical line going down the tip of the monopolar curved scissors exposed section, estimated it being 1-2" in length, approximately 0.125" in diameter. This area would not have been covered by the tip cover. The patient demographic information was requested but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of the scratch marks/abrasions on the tube extension to be related to the customer reported complaint. The mcs instrument tube extension exhibited signs of the scratch marks/abrasion, measuring roughly 0.031¿ x 0.0105¿. The root cause of the scratch marks/ abrasions on the instrument tube extension is typically attributed to mishandling/misuse, such as excessive contact with the abrasive or harsh surfaces during transport or reprocessing, or during tip cover installation/removal. A review of the instrument log for the monopolar curved scissors (470179-19/k14211025) associated with this event has been performed. Per logs, the monopolar curved scissors was last used on (B)(6) 2022 on system (B)(4). The alleged instrument had 2 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the 8mm mcs instrument reportedly had scratches on a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.